Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump. The indication for use was not provided. The consumer reported they were concerned the pump was not working because the patient was not having any relief at all. It was indicated the issue began 3-4 weeks earlier, relative to (B)(6) 2019. The patient had been going in every 10 days and the doctors have increased the medication and the patient was not having any relief. It was reported the patient was on oral morphine and opioids at the time of the trial and the patient thought the pump helped but they were not sure. It was reported patient used to abuse drugs and alcohol and the consumer was wondering if that could be the reason. The consumer declined to provide any patient information. No further complications were reported or anticipated.